Event description:
During a repeat ablation procedure, a faradrive steerable sheath clear and a farawave catheter were used. The patient experienced nausea and vomiting, which improved after administration of ondansetron, approximately 200 ml of emesis was reported and attributed to procedural anesthesia. The patient also had chest pain for about six hours post procedure, along with post procedural bleeding in the right groin that continued overnight but later resolved. Manual pressure was applied, and the patient was kept in the hospital overnight for monitoring. At the 7 day follow up visit, the patient reported feeling exhausted, experiencing shortness of breath, and being unable to walk even 100m. Their baseline functional capacity during episodes of atrial fibrillation is approximately 20m. Xray and blood tests performed on (B)(6) 2026 revealed the results were not clinically significant. A medication furosemide was changed/adjusted. The patient shortness of breath was resolved and feeling well. For the potential procedure related cause it was considered possibly related to a worsening of a pre existing condition and was deemed probably related to the study procedure, specifically a repeat ablation procedure using pulse field ablation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.